Event description:
This case was reported by a consumer (pt's daughter) and described the occurrence of possible stroke in a (B)(6) year-old female pt who received polident dentu gel toothpaste for dental care. A physician or other health care professional has not verified this report. On an unk date, the pt started polident dentu gel toothpaste (dental). At an unk time after starting polident dentu gel toothpaste, the pt experienced possible stroke, mouth swollen, slurred speech, slow speech, lip swelling, allergic reaction and speech difficulty. The reporter stated, "I don't know if the slurred speech is because of her moth swollen or if it was a stroke". Consumer's daughter reports that her mother used the product in her mouth (device misuse). This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unk. Polident dentu gel toothpaste is mfg in clifton, nj and neither the product nor lot number is available.

Manufacturer narrative:
(B)(4).